Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. Additional information received states there were no device issues found and there was not a hole in the device. The "rep believe it was not filed enough at original surgery as low volume of fluid removed and no leaks noted." The device was not working since the device was activated. The patient was doing fine following the surgery.